Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother reported the insulin pump was submerged into water. Customer's blood glucose was unknown. The mother also reported a button error alarm occurred on the insulin pump. It was also found the mother was unable to clear a battery out limit alarm that occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.